Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a "hwbbt" error. There was no report of injury or medical intervention. No additional patient or event information is available. "The complaint device was returned for evaluation. External visual inspection found no observations related to the customer complaint. The receiver log was reviewed and found hardware battery errors and screen error alarms. The reported event of a hardware failure was confirmed. The root cause was determined to be a defective receiver battery."